Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), contusion ("many bruises"), pain in extremity ("leg pain"), hypoaesthesia ("arm numbness"), renal mass ("mass spotted in kidney"), musculoskeletal pain ("shoulder pain") and pain ("whole body hurts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed in 2017. At the time of the report, the back pain, abdominal distension, contusion, pain in extremity, hypoaesthesia, musculoskeletal pain, weight increased and pain outcome was unknown and the renal mass was resolving. The reporter considered abdominal distension, back pain, contusion, hypoaesthesia, musculoskeletal pain, pain, pain in extremity, renal mass and weight increased to be related to essure (ess205). Concerning the injuries reported in this case, the following one was reported via social media: adverse event nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: this is a retention case and all the information including event, references and documents has been transferred from deletion case (B)(4) to this case. Event added- pain. Essure insertion date was added and so essure model number was changed from 305 to 205. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), contusion ("many bruises"), pain in extremity ("leg pain"), hypoaesthesia ("arm numbness"), renal mass ("mass spotted in kidney") and musculoskeletal pain ("shoulder pain ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the back pain, abdominal distension, contusion, pain in extremity, hypoaesthesia, musculoskeletal pain and weight increased outcome was unknown and the renal mass was resolving. The reporter considered abdominal distension, back pain, contusion, hypoaesthesia, musculoskeletal pain, pain in extremity, renal mass and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: adverse event nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new events added: bruising. New reporter added. Event adverse event nos deleted. On 23-mar-2020: new events: back pain, shoulder pain, bloating, weight gain, leg pain, numbness, renal mass were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.